Event description:
The icp was unstable.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The microsensor was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the instrument met all manufacturing and quality testing/inspection specifications prior to distribution. The catheter evaluation found that there was suture attached to the catheter material, there was a severe kink in the catheter material 35 cm from the connector. The device failed r2 test - reading was 4.0 divisions from the center line and should be less than 3 divisions (adjusted potentiometer to spec - does not affect functionality of device. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation the supplier was unable to confirm the reported complaint. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.